Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Analysis: upon completion of the sample evaluation, it was confirmed the balloon contained one longitudinal rupture which was 6.4 mm long, located 3.05mm from the distal marker band. The balloon was inflated at low pressure, but was unable to hold pressure, which resulted in solution to leak from the longitudinal tear. The occurrence of longitudinal/pinhole balloon ruptures is addressed in the lutonix superficial femoral artery (sfa) design failure mode effects analysis (dfmea). The current rate of occurence for longitudinal/pinhole balloon ruptures is less than the rate detailed in the dfmea. Conclusion: the returned sample evaluation is complete. The material rupture was confirmed to be a single longitudinal tear at the distal end of the balloon; therefore, the balloon was unable to maintain minimal pressure. However, based on available information, a definitive root cause could not be determined. Corrected data: combination product was changed from no to yes. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Analysis/preliminary evaluation: upon receipt, pre-decontamination testing of the complaint sample revealed two material balloon ruptures at the distal end of the balloon catheter. The complaint sample was decontaminated and prepared for further evaluation. A lot history review revealed no other complaints were reported associated with lot number gfzc2648. A device history record (DHR) review was performed and noted the device was manufactured to specification prior to being released for distribution. Conclusion: the returned sample is undergoing evaluation which has not yet been completed. Although requested, the patient¿s weight was not able to be obtained from the complaint. Upon completion of the investigation, a supplement report will be submitted with all relevant information. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly ruptured at 1-2 atmospheres with the use of an indeflator during treatment of the target lesion. The health care professional (hcp) prepared the catheter in the normal fashion and advanced without difficultly to the target lesion after pre-dilation with a normal pta balloon. The patient's vessel was said not to be torturous or calcified. The lutonix dcb catheter was completely retrieved from the body while maintaining patient access through the introducer sheath. The hcp used another lutonix dcb of the same size to successfully complete the procedure. No adverse patient effects were reported.